Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes representative called for the customer to report a carelink issue and that the display was scratched. The customer's blood glucose reading was between 250 and 300 mg/dl. The customer stated the display was scratched and he could not read the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.